Event description:
It was reported that using a right radial artery access approach during a procedure of the heavily calcified, mildly tortuous bifurcation of the proximal left anterior descending (lad) and the diagonal arteries, the 2.25 x 18 mm xience stent was deployed and a 3.0 x 28 mm xience stent was deployed in the lad; both without issue. It was noted under angiography post deployment that a dissection was present proximal to the 3.0 x 28 mm deployed stent in the lad. The 4.0 x 8 mm xience xpedition stent delivery system (sds) was advanced but could not cross the proximal lad and was removed without reported issue. A 4.0 x 9 mm non-abbott stent was advanced and deployed without issue in the proximal lad with a good angiographic result. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Additionally, dissection is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent systems instructions for use (IFU), as a known patient effect of coronary stenting procedures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.